Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a fluid spill within an orthopat machine and a burning smell when it is plugged in. No donor or operator injury or reaction was noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a fluid spill within an orthopat machine and a burning smell when it is plugged in. No donor or operator injury or reaction was noted. Upon eval of the device a major blood spill was found. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).